Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump and received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage and the customer reported the damage to the belt clip rails. The customer also reported that the functionality was affected. Troubleshooting was performed for replace battery alarm and the customer reported that no damage to the battery cap. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform the sleep current test, active current test or self test due to blank display. Unable to download history files and traces using thump or generate the power management graph due to a blank display. Unable to test for any battery anomalies due to display anomaly. The pump was cut open to perform internal inspection and found moisture damage on pcb1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, missing display window/cover, scratched case, and pillowing keypad overlay. The customers alleged unexpected battery power loss was unknown when unit remained on blank display, preventing any further testing or unit download. Customer's allegations of cosmetic damage were not confirmed when no damages to the belt clip rails were noted. Unit was received with blank display due to moisture damage found on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.